Event description:
The customer reported that a bedside failed to alarm for a vtac event on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that a bedside failed to alarm for a vtac event on the central nurse's station (cns). Technical support (ts) informed the customer that the event logs from the cns will need to be collected. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 05/06/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/12/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 05/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 05/06/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/12/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 05/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 05/06/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/12/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 05/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Manufacturer narrative:
Details of complaint: the customer reported that a bedside monitor (bsm) failed to alarm for a vtac event at the central nurse's station (cns). No patient harm was reported. Investigation summary: the necessary information was not made available by the customer, including the alarm settings, waveform printouts, device logs, and the date and time of the events. Therefore, the cause of the reported event cannot be determined. The alarm behavior of the monitoring system is dependent on the alarm settings, the alarm thresholds, and the ECG algorithm that detects and trigger specific alarms. A service history review of this cns shows this is an isolated missed alarm incident, with no recurrence history. There is no indication of a device malfunction. Attempt # 1: 05/06/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/12/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 05/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, and returned to nihon kohden: ni.

Event description:
The customer reported that a bedside monitor (bsm) failed to alarm for a vtac event at the central nurse's station (cns). There was no patient injury reported.